Manufacturer narrative:
Customer was provided a powerchair from the provider.

Event description:
Alleges the scooter constantly cuts off and customer has flipped out of the equipment.

Manufacturer narrative:
The device was evaluated by a rep and appears to be the incorrect unit for customer. Customer is large in size and a double amputee. Customer requesting a powerchair from provider.

Event description:
Alleges the scooter constantly cuts off and customer has flipped out of the equipment.